Event description:
It was reported that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Downstream occlusion alarms were confirmed and were determined to be caused by a downstream tubing guide that was out of tolerance. The downstream tubing guide was replaced.